Event description:
Inflation arm for internal carotid balloon leaked at joint on catheter body, causing the internal carotid balloon to deflate during use. Surgeon finished procedure using a new 400-40. The shunt fuctioned properly during pre-use test.